Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, a shaft kink occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric shaped, 60mm in length, de-novo target lesion was located in the mild to moderately tortuous, non-calcified, 14mm in diameter iliac vein. The lesion was noted to contain a bend of >45 and <90 degrees. The lesion was pre-dilated with a 16x40mm xxl balloon catheter resulting in 50% residual stenosis. The shaft of this 18x90/10fr wallstent kinked during advancement. The procedure was completed with another wallstent and post-dilation with a 16x40mm xxl balloon catheter. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device noted that the stent was fully mounted. The outer sheath was slightly retracted by approximately 1mm. A visual and tactile examination of the shaft noted that the outer sheath was severely kinked 160mm and 210mm from the distal end. It was possible to retract the outer sheath and deploy the stent without any issue noted. Examination of the deployed stent noted that some of the distal stent wires were uncrossed and damaged. A kink was noted on the inner shaft, consistent with the kink noted on the outer sheath. Examination of the stent cup and holder found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was used in anatomy not listed within the dfu. The dfu indicates that this particular device is for tracheobronchial procedures. (B)(4).